Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Ophthalmic technician reported the eye tracker would not track pt pupils, on 2 cases. On f/u communication, technician stated that the surgeon has no concerns with the pt outcomes for the 2 cases involved.